Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific received information that this left ventricular (lv) lead had been capped due to high pacing threshold measurements. There were no adverse patient effects reported.